Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further eval of the device is required.

Event description:
A fals positive advia centaur xp troponin ultra result was obtained for a pt sample. The result was questioned. Testing was repeated for the pt sample on a second instrument. The result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Additional information: fse dispatched and the conclusion was bleach contamination.